Event description:
It was reported that the, since the pump was implanted, the patient occasionally experienced jolting and jerking in her arms, legs and midsection. This occurred when the patient was awake or sleeping. At the time of the report, it seemed to be ¿lightening up¿ since the patient had time to ¿get used to the pump¿. The patient also experienced itching in the beginning and was falling asleep while text messaging. At the time of the report, that was also subsiding. The patient had difficulty sleeping for longer than 45 minutes at a time because the incision site was painful. The pump seemed to be shifting from left to right in the pocket site. It was thought that, sometimes, the pump moved up into the rib cage area. It was uncertain if the healthcare provider (hcp) sutured the pump down in the pocket site. The issues were discussed with the patient¿s hcp, and he seemed to think everything was ¿fine¿. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).